Manufacturer narrative:
H4: the lot was manufactured august 18, 2022 - august 19, 2022. H10: three (3) actual samples (partially filled with solution) and (5) photographs were received for evaluation. A visual inspection with the unaided eye did not reveal any particulate matter (pm) inside the fluid pathway of the actual samples. Additionally, a visual inspection along with magnification was performed on the samples and the photographs, which did not reveal pm in the actual samples. The fill port caps were removed and no issue was observed in the connector or the cap areas. However, during inspection of the photographs, on the right side of one photo, a colorless to white elongated particle was apparent in the fluid path. Therefore, the reported condition was verified by inspection of one photograph, however, was not verified in the other photographs or during evaluation of the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that (B)(4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were found to have particulate matter (pm) identified as a small particle. The pm was discovered during visual inspection of the finished products at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.